Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies each device states in the complications section: "complications associated with the proper implantation of the pelvilace biourethral support system may include, but are not limited to: postoperative hematoma, temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage." (B)(4).

Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, and has undergone corrective surgery.